Manufacturer narrative:
Evaluation found that multiple different electrodes would firmly insert into the pencil. The device was inspected per drawing. The contact collet was measured with a pin gage. The contact collet was found to be within specification. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindictions: the device should never be used when there is visible evidence of damage to the exterior of the device, such as cracks, cuts, punctures, nicks, abrasions, discoloration or connector damage. These devices should be inspected before use. Visually examine the device for obvious physical damage; cracked, broken or otherwise distorted plastic parts. Warnings: use of this device beyond its intended life span will eventually result in failure of the device and present a possible hazard. At that point, the device cannot be repaired and should be replaced with a new conmed handpiece. Care in the use and handling can ensure the useful life of this product. Inspections: these devices should be inspected before use. Visually examine the device for obvious physical damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 7-900-5, hyf hnd swtch pencl autoclavab, device tip would not stay in and was found to be defective before the start of the case. There was no patient contact per the reporter due to the finding being made during pre-op testing. There was no delay or cancellation of procedure per the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.